Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Results: (operational problem): visual inspection of the returned product found the lens torn, and a piece of plate haptic torn off. The lens was returned in liquid. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a collamer single piece lens +24.00 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted and a vitrectomy was performed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.